Manufacturer narrative:
.

Event description:
It was reported that the patient was seen by a new physician for an increase in seizures. The physician does not work with vns; therefore, the device could not be evaluated. The patient was referred to a vns physician; however, has not yet been seen. No additional relevant information has been received to date.